Event description:
It was reported that the device exhibited far r wave over-sensing in jul 2023 via a review of remote transmission. The patient presented to the clinic and device reprogramming was made to address the over-sensing. There were no adverse health consequences to the patient.